Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required) and nervousness ("starting to get nervous"). The patient was treated with surgery. At the time of the report, the surgery and nervousness outcome was unknown. The reporter considered nervousness and surgery to be related to essure. The reporter commented: patient was waiting for her next appointment with obstetrician at the end of (B)(6) 2013 to schedule her surgery to remove essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media case - new event "nervous" was added. New reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced nervousness ("starting to get nervous") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, nervousness and weight decreased outcome was unknown. The reporter considered medical device removal, nervousness and weight decreased to be related to essure. The reporter commented: patient was waiting for her next appointment with obstetrician at the end of (B)(6) 2013 to schedule her surgery to remove essure. Concerning the injuries reported in this case, the following ones were reported via social media : weight decreased. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 2 and 3 were processed together. Social media received. Reporter information added. Event : weight loss added. Event coding for surgery updated to medical device removal. On 20-mar-2020: fu 2 and 3 were processed together. Social media received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced nervousness ("starting to get nervous") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, nervousness and weight decreased outcome was unknown. The reporter considered medical device removal, nervousness and weight decreased to be related to essure. The reporter commented: patient was waiting for her next appointnment with obstetrician at the end of (B)(6)2013 to schedule her surgery to remove essure. Concerning the injuries reported in this case, the following ones were reported via social media : weight decreased quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient would underwent surgery (seriousness criteria medically significant and intervention required). At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. The reporter commented: patient was waiting for her next appointment with obstetrician at the end of (B)(6) 2013 to schedule her surgery to remove essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.